Event description:
Healthcare professional reported "unilateral left side exchange from a textured to smooth breast implant due to the patient¿s concern with the product" and left side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade unknown. Device evaluation: visual analysis of the returned device identified deformation, crease fold, wear abrasion, mold(green) and weight of the device was found to be within specification. Cloudiness in the gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "unilateral left side exchange from a textured to smooth breast implant due to the patient¿s concern with the product" and left side capsular contracture, baker grade unknown. The device has been explanted.